Event description:
Drive devilbiss healthcare received a letter from an attorney stating that the attorney's client sustained "serious injury" while using a shower chair that "collapsed under him." Drive is attempting to evaluate the unit through the attorney and will provide an update when additional information becomes available.